Event description:
It was reported the right ventricular lead exhibited noise. The right ventricular lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of the patient's anatomy.